Event description:
An argus ii retinal chip was implanted in the retina by dr (B)(6) in (B)(6) 2015. I was one of the very few who noticed positive results initially; see media reports, etc. The chip malfunctioned in the summer of 2018. There was no connection between the argus glasses and the chip. Dr (B)(6) and two staff from second sight have offered me no explanation as to why the malfunction occurred. This is not a one-off situation; made studies online report this finding. The tragedy is life altering. Equally important, nobody to my knowledge who has had the argus surgery in (B)(6) reports positive results. I have done my best to connect with as many such pts as possible. This product's functionality (short and long-term) needs to be carefully investigated. Second sight cannot offer a definite explanation as to what caused the malfunction. The company has little experience with implants that have been in as long as mine. Many recipients are elderly and have not voiced complaints; I am in the process of rounding several up so many complaints can be filed with health (B)(6). The only option offered to date has been explantation. This begs the question of what happens in another few years. Prior to surgery, I was assured all subsequent software updates would be handled remotely. One can only begin to imagine how frustrated a such as myself pt is. It seems there is a three or five year warranty; even this has been controversial. Dr (B)(6) was not aware of any warranty until this past summer. Neither my partner nor I were made aware of a warranty prior to surgery. Had we known of such, there would have been no surgery. The company's president and ceo claims the test period for approval, etc. Was five years. This is a prosthesis that precludes one from having MRI's etc. I have yet to encounter anyone who is satisfied with the performance of argus ii. Previous tax dollars and funding from the foundation fighting blindness made possible this surgery. It's essential this product's longevity be investigated thoroughly before anyone else is subjected to argus ii.